Event description:
While using the pump with a pt with multiple IV infusion medications alarms on all three channels sounded, the screen then blinked and the unit shut itself off. The unit was plugged into a constant power source. Attempts where made to restart the unit without success. The pt was being transported by ambulance at the time of incident. The unit was serviced by biomedical services a month before for battery assembly replacement due to class 1 recall issued by manufacturer. The unit was passed its pmi at that time.